Manufacturer narrative:
This report is submitted on april 08, 2019.

Event description:
Per the clinic, the patient experienced skin flap breakdown and oedema at implant site which was treated with antibiotics. The device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device on the contralateral side.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 22, 2024.